Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve, there was some resistance inserting the sheath into the body. Further dilation of the skin tract was done using a clamp and then the sheath was inserted. During the introduction of the delivery system/valve some resistance was met at the tip of the sheath. However, the system passed through the sheath and the valve was successfully deployed. When the sheath was removed from the body it was noted that the tip of the sheath at the radiopaque marker was damaged/torn. There were no issues removing the delivery system post-deployment. No injury was noted to the patient. The device was discarded at the hospital.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, the engineering team was unable to conduct a visual inspection, functional testing, or dimensional analysis. The received imagery revealed that the distal tip had torn both radially and axially along the distal edge of the liner, with hdpe stretching observed along the radial and axial tears. Additionally, the 3mension imagery indicated the presence of tortuosity in the patient's access vessel. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a torn distal tip was confirmed per evaluation of the returned device. Available information suggests that improper tip expansion and/or patient factors (tortuosity) likely contributed to the event as tortuosity was confirmed via provided 3mensio. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for sheath distal tip torn have been previously identified in a product risk assessment (pra).